Manufacturer narrative:
Model number/catalog number: sc-2108-70m, serial number: (B)(4), batch/lot number: 8588, model/catalog description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient was experiencing pain and swelling over the incision site. However, no pain was noted over the ipg site. The physician had difficulty determining if it was due to scar tissue or acute muscle spasm. The patient was given pain medications and trigger point injections and reported some benefit.